Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 (06/02/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately 2 months ago prior to contacting lfs. The patient reported blood glucose readings of "hi and 160 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient claimed she manages her diabetes with an insulin pump. The patient denied taking any action regarding her diabetes regimen at the time the alleged issue began. The patient reported she was feeling hungry and shaky after the alleged issue began. In response to her symptoms, the patient indicated she drank some orange juice on (B)(6) 2011 at 12:50pm. At the time of the alleged issue, the patient denied testing on any other blood glucose device. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the results obtained were from the same approved sample site, and the subject meter's unit of measure was set correctly; however the patient did not have test strips to determine whether they were in good condition or expired. Replacement products were sent to the patient. Based in the information provided, this complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.